Manufacturer narrative:
Patient had high impedance readings; explanted devices revealed foreign matter on lead and ipg grommets that are likely biomaterial residue rather than corrosion. No further action to be taken.

Event description:
Needed replacement. During yesterday's surgery day at (B)(6) I learned we had a gen change with a previous high impedance. Lead 2 had an impedance over 9000 per their records. They programmed around it to continue therapy until surgery day. Upon interrogation I found it to be around 7800. During the case it was discovered that lead 2 was corroded. Both lead and generator are being returned for evaluation. Tracking number is (B)(4). Items will be sent back for evaluation.